Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used in the colon during a colonoscopy procedure for hemostasis on (B)(6) 2025. During the procedure, the clip remained attached to the forceps and could not be detached. Additionally, the same problem occurred on the other resolution 360 clip device. The procedure was completed with a different device. There were no patient complications have been reported as a result of this event.